Manufacturer narrative:
This device is not distributed in us. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Operation channel pinched at the output of the t piece. The issue is not detectable with the brush, only with the ball gauge (detected at incoming inspection). This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel.